Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air/water tube had white foreign material, the air/water cylinder had white foreign material and distal end had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found switch box had a scratch. Due to damage on pipe protecting forceps elevator wire, forceps lever made noise when moved. The objective lens had a scratch. The light guide lens had a crack. The connecting tube had a cut. The distal end had residual liquid. The adhesive around objective lens had wear. There was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.